Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) on the left eye (os) at a 1 day post-operative exam. A brief description from the surgery center indicated the dlk was noted at one day post op exam and the patient was treated with 1% of pred forte to be treated every hour but the medication (pred forte) did not respond well, therefore, the left eye progressed to stage 3 dlk at the 6th day post op. At the 6th day post op, the best corrected visual acuity (bcva) was 20/30. The patient was treated with durezol to be taken every hour. Patient to follow in 24 hours if no improvement, will need lift and rinse. Bcva from (B)(6) 2016: right eye pre-op 20/20 1.25 x -.50 x 130; left eye pre-op 20/20 1.75 x -1.00 x 52.